Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The no delivery alarm functioned properly during testing. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an absence of a no delivery alarm. During the high pressure test the insulin pump alarmed at 8.5 units. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.